Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was less than 20 mg/dl. The customer stated that she went to bed, did not realized that she had low blood glucose, and awoke to paramedics. She was treated with an intravenous drip and intravenous glucose. Upon troubleshooting, it was found that the daily totals of insulin showed that 12 extra units of insulin had been delivered. Troubleshooting was not completed due to finding this out, and the customer advised that she would be switching to another insulin pump that had already been programmed. She noted that she had low blood glucose levels often and had been treated by emergency medical technicians. She was advised to consult with her doctor. The most recent blood glucose reading was 68 mg/dl, which was treated with milk. Nothing further reported.